Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Customer tried to address the elevated bg by a correction bolus via the pump. Reportedly, the customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU) with a bg level of 688 mg/dl. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 4/18/23, with no permanent damage. Tandem technical support confirmed pump is functioning as intended after customer changed the pump supplies to address the issue.